Manufacturer narrative:
The device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing related to the ventilator's digital board. The digital board was returned to the quality assurance laboratory for further evaluation. The component was unable to be tested due to evidence of physical damage.